Event description:
Caller stated the soft component around the side buttons is defective and the ok button on the pump is not working. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).